Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, false asystole events.) Has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open lead 1- wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. There was no adverse event associated with the defective belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms and that the patient's device was recording false asystole events.